Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-02513. The patient has two systems; this issue pertains to the cervical system. It was reported the patient experienced ineffective stimulation. Diagnostics indicated multiple low impedances. Reprogramming was attempted to no avail. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2.reference MFR. Report: 1627487-2017-02513.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2017-02513. Follow-up identified x-rays indicated the patient's cervical lead was out of the epidural space. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 during which the patient's cervical system was explanted and replaced. Effective stimulation was restored following the procedure.